Manufacturer narrative:
Extension model 37083-60, lot# nkc001411n, implanted: 2011-(B)(6), explanted: unk.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711 serial # (B)(4) determined no anomaly was found. Good, stable output was found on all electrodes referenced to one electrode. Analysis of extension model 37083-40 serial # (B)(4) determined the extension was cut through (suspected explant damage) with no significant anomalies. The continuity was acceptable and there were no shorts between circuits. Analysis of extension model unk serial # unk determined wires 0, 2, 3 and 6 were broken 7 cm from the proximal end of the extension. The body insulation was cut through and the extension was segmented. The distal end was not returned. (B)(4).

Event description:
It was reported that there was a short circuit in the cervical lead. It was elected to remove the existing system and it was replaced with a new system. It was reported that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model 3487a-33, serial # (B)(4), implanted: 2010-(B)(6), explanted: unknown, lead model 3487a-56, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, extension model 37083-40, serial # (B)(4), implanted: 2009-(B)(6), explanted: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.